Event description:
It was reported that during a scheduled insertable cardiac monitor (icm) device implant procedure the icm device was not successfully implanted. Boston scientific technical services (ts) received a call from a boston scientific representative. The boston scientific representative reported that the physician attempted icm implant but were receiving poor r-wave amplitudes. The patient had bilateral breast implants and it was discovered the icm device was in or near the breast implant cavity space. The icm device was subsequently removed, and the incision site was closed. The boston scientific representative provides another icm device implant procedure will be scheduled where an x-ray will be used to verify optimal implant location. The icm device has been returned to boston scientific. No new device has been implanted at this time. There were no adverse patient effects reported.